Event description:
It was reported during coil delivery, the physician stopped to reposition the catheter and the coil prematurely detached. The coil was reported remain in the pt's left main coronary artery. No complications were reported with the pt as a result of the event.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the pt. (B)(4)